Event description:
The complainant reported that during impella training, the automated impella controller screen would not light up. A green light came on but the screen was blank and there were no lights. After troubleshooting, the console was still not working. There was no patient involvement.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.